Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure fenestrated bipolar forceps was not burning tissue. The instrument was repositioned and customer tried to grasp again but issue persisted. Bipolar cord was then changed but issue did not resolve. When the instrument was received back from reprocessing it was noticed that the wire was broken. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no wires were noticed when the instrument was working. It was noticed after the cleaning process. The surgery was performed with another instrument of the same kind. The reporter was unable to determine the delay. No harm was done to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do show damage. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.